Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 1000 ml hydration was hung at 12pm at 75 ml/hr and at 4:30pm the 1000 ml had infused." No patient harm/injury reported.